Manufacturer narrative:
Received sample in opened packaged. The reported event was confirmed as cause unknown. The visual evaluation found that there was no syringe in the packaging. Based on the evaluation, it was concluded that the exact time of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the syringe was not included in the tray prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was not included in the tray prior to use.